Event description:
The manufacturer received information alleging they could not use the trilogy evo device due to a red screen and displaying a ventilator inoperative condition on the device. The device was replaced with another device at the patient's home. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check on the device. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes machine flow drift being high in the device¿s event log. The manufacturer¿s service technician replaced the device¿s flow sensor to address this issue. Additional findings not related to the malfunction/issue was a noise coming from the blower assembly. The manufacturer¿s service technician replaced the device¿s blower assembly to address this issue. After replacing the parts on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician determined the device was operational and cleaned it.